Manufacturer narrative:
In the case description, the user mentioned that the pdm would not turn on. The pdm was received with low batteries. The pdm was successfully able to charge to 100% and power on. The pdm was able to power on and boot up with no issues. The ibf data downloaded from the pdm showed that no pdm alarms or errors had been generated by the pdm on the date of occurrence or on the last day of pdm use. The android log files showed no evidence of any pdm crashes or power sensitivity issues. During the investigation, no issues were observed with pdm functionality and no power sensitivity issues were observed. The pdm was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached over 250 mg/dl; patient reported a new pod was not activated the prior day due to their personal diabetes manager not turning on. Because of this, they switched back to their previous insulin pump but bg levels remained high and they sought medical attention the following day. Symptoms reported include nausea, loss of consciousness and the presence of ketones. In the hospital, the patient was treated with intravenous fluids, insulin injections and zofran. The patient was released after spending 8 hours in the hospital.